Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correction the initial with information inadvertently left out. It is unclear if the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, the intended procedure was completed with a relevant scope without delay, there was no effect on the patient/procedure, the malfunction was nozzle clogging that occurred in air supply and water supply, pre-use checks were carried out, and cleaning/disinfection/sterilization with use of oer-5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign matter remained in the device from the obtained information. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the water feeding function keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction, it was observed, due to clogging of the nozzle, air supply volume did not meet the standard value, due to clogging of nozzle, water supply volume did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of u/d knob was out of the standard value, adhesive on bending section cover (a-rubber) had a chip, plastic distal end cover (c-cover) had a scratch, the connecting tube had a scratch, the section cover (s-cover) had a scratch, the switch box had a scratch, the suction cylinder (s-cylinder) was shaved, the lock engagement (fe) knob, the up/down (u/d) knob, the right/left (r/l) knob, and the control unit had scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the colonovideoscope had air/water flow issues from the air/water flow system. Upon inspection of the customer¿s returned device it was observed, foreign object was noted inside the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.